Event description:
It was reported that during photo selective vaporization of the prostate, the fiber broke and started forward firing after 12,567 joules and 03:12 minutes of use. The procedure was completed with a second fiber without patient complications.

Manufacturer narrative:
Investigation summary based on the information available, the cause that contributed to the reported observations cannot be established as the product is not available for analysis. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during photoselective vaporization of the prostate, the fiber was burnt out and started forward firing after 12,567 joules and 03:12 minutes of use, with yellow light. There were no stones in the prostate and no error code was displayed. The procedure was completed with a second fiber without patient complications.